Manufacturer narrative:
A philips bench repair technician (brt) was unable to replicate the customer issues with the monitor reportedly turning off/on after 30 mins. The unit passed all verification testing; no intermittent issues with power surges observed throughout testing. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, the brt replaced the power supply and mainboard, and set the product identification, software, and configuration. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6) reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx750 patient monitor indicating that there were no alarm sounds before or during reboot. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.